Manufacturer narrative:
These components are not designed, indicated or labeled to be assembled together, as the optetrak logic and "classic" optetrak product lines are not compatible. The device history record review provides assurance the part was accepted with conformance to the product requirements.

Event description:
Mismatched components were inadvertently implanted. An optetrak logic femoral component and tibial tray were used with an optetrak classic tibial insert.